Event description:
The hosp reported that during the middle of an endoscopic vein harvesting procedure, the thumb toggle o n the bisector broke on the vasoview 6 pro while ligating the branches. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the last 3 lots shipped to the account prior to the aware date. There was no non-conformance recorded in the lot history. Internal complaint no: (B)(6).